Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated and there are no issues. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing discomfort due to device placement. The recipient's device was repositioned.